Event description:
It was reported that during implant procedure that the stylet would not go down, and the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted, the outer insulation was torn and there was deformation/fracture of the proximal section of the inner coil.